Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ testing revealed affected channels. There was no previous report of a decline in performance with the device or of trauma. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing revealed affected channels. There was no previous report of a decline in performance with the device or of trauma. The user was re-implanted.

Event description:
In situ testing revealed affected channels. There was no previous report of a decline in performance with the device or of trauma. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.